Event description:
It was reported that during a podiatry surgical procedure, it was observed that the attachment device was making a grinding noise. The reporter further indicated that the device was not working. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the coupling shaft was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.